Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated they got out of an MRI and want to know how to get their device working again. Agent walked caller through turning stimulation on. Caller was in group a with program 1 available. Caller did not immediately feel stimulation return and tried twisting. Caller noted usually if they twist they can feel a little jolt. Caller was still not feeling anything at 4.4 intensity and increase the settings. Caller confirmed both the controller and implant battery were full. Caller had stimulation at 7.0 and still did not feel anything. Caller commented that they never bring it up this high. The issue was not resolved. Agent reviewed that the therapy can build over time and to monitor the stimulation over the next 24 hours and to follow up with their hcp if they still do not seem to feel any sensation or relief.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.